Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a tidal volume issue and was not ventilating properly. A third party service provider inspected the device and replaced the patient circuit to resolve the issue. The ventilator was reported to be in working condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a tidal volume out of specification and was not ventilating. The ventilator was not on a patient at the time of the event. The service engineer repaired the unit and returned it on working condition.